Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that PICC was leaking from hole in line. New PICC had to be placed. It is a pediatric patient so the patient had to be put under sedation again for this to be done. No other information reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that PICC was leaking from hole in line. New PICC had to be placed. It is a pediatric patient so the patient had to be put under sedation again for this to be done. No other information reported. Additional information received 20 october 2023: patient was a young baby with the line placed in the left femoral vein. The patient had to go through another sedation and new procedure to place a new PICC line and significant risk to the baby.